Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units battery run time failed. It is unknown under which circumstances the issue was discovered or if there was any patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service technician (fst), the cs300 intra-aortic balloon pump (iabp) units battery run time failed. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). During a preventive maintenance performed by a getinge field service engineer, the cs 300 intra aortic balloon pump (iabp) had a battery run time failure. In order to fix the issue, the fse replaced the batteries (0146-00-0039). Then, the fse completed the preventive maintenance with full calibration and the unit passed all functional and safety tests to factory specifications. The unit was then returned to the customer and cleared for clinical use.